Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac panel 25 test. No treatments were performed. The cut-off for tni is <0.05.